Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed at ICD explant due to normal eri. The lead will continue to be monitored.